Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterior tibial artery with antegrade approach. The 100% stenosed target lesion was located in the mildly calcified and moderately tortuous below the knee artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilation and was initially inflated at 6 atmospheres. The second inflation was at 10 atmospheres. During the third inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a 2.0x15 peripheral cutting balloon (pcb). No patient complications were reported and the patient's status was good.